Manufacturer narrative:
From available information, there is no return material authorization (RMA) associated with this complaint. Also, there is no evidence that an isi device caused or contributed to an adverse event. Furthermore, despite the follow-up good faith efforts from intuitive surgical, inc. (Isi), no response received from the customer with patient/event information or any indication that the involved instrument would be returned for evaluation. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the procedure log showed a hiatal hernia - paraesophageal procedure was performed on (B)(6) 2022 by the listed surgeon console on system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that tissue got caught in the force bipolar instrument behind the jaws in the cables. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, that the tissue got stuck in the force bipolar instrument behind the jaws in the cables. The isi clinical sales manager (csm) further reported that the customer changed out the instrument and the new force bipolar instrument did not get any tissue stuck in it. The customer continued with the case and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.